Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)().

Event description:
Pfs and medical records received. Pfs alleges pain and swelling. After review of the medical records for MDR reportability, the revision operative note indicated pain, metallosis, and elevated metal ions. Lab levels indicated the metal ion levels were below 7ppb.